Manufacturer narrative:
Concomitant medical product: 0184 lead, implanted: (B)(6) 2004. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray showed a small pneumothorax one day after the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead were implanted. The pneumothorax was reported to have been resolved the following day. The products remain in use. The patient is a participant in the attain stability (B)(6) study. No further patient complications have been reported as a result of this event.